Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The report states that on (B)(6) 2013, the patient was treated by emergency due to a rupture in the thoracic aorta using a comfortable gore tag thoracic endoprosthesis. After deployment of the first device (tge454520/10879590), the carotid artery and a part of the brachiocephalic trunk were covered unintentionally. It was planned to cover the left subclavian artery. An additional stent was placed (fluency stent) in the brachiocephalic trunk and a surgical carotid-carotid bypass was performed (open surgery). The patient tolerated the procedure.